Event description:
The lead was explanted due to a report of non-specific malfunction. Explant method: intravascular, superior technique/tools" direct traction with locking stylet, sheath(s) laser. No complications.